Event description:
It was reported that the ilet pump emitted alerts during a supply change, which were initially attributed to a phone, and subsequent review showed the user¿s glucose reached a low of 61 mg/dl; education was provided to distinguish pump alerts from phone notifications and to check alerts promptly. Symptoms included muscle weakness associated with hypoglycemia. Outcomes included on-site treatment with oral fast-acting carbohydrates per instruction and recovery toward range. Investigation included customer interview and troubleshooting with education on continuous glucose monitor (cgm) connectivity versus insulin delivery line functions. Investigation of this case revealed no device malfunction was identified and user education was reinforced regarding response to alerts and hypoglycemia treatment. It was concluded that the event was consistent with hypoglycemia managed at home with guidance, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.